Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reset the pump and was able to resume insulin delivery. They will use current pump until the replacement arrives. Customer¿s blood glucose level was 174 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.